Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. If additional information is received a supplemental MDR will be submitted. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. In this case, edwards implant patient registry received information a 23mm aortic valve was explanted after three (3) months, 19 days, due to unknown reasons. The explanted device was replaced with a 23mm aortic valve. Patient also underwent concomitant coronary artery bypass. Patient post-operative status noted as in recovery.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5, b7, h6. Prosthetic valve endocarditis (pve) is a serious complication of cardiac valve replacement despite improvements in prostheses types, surgical techniques, and infection control measures. Pve is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Infection is generally categorized into early (usually less than 60 days postoperative) and late (greater than 60 days post-implantation). Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. The cause of the event was most likely due to patient factors/conditions. H11. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards implant patient registry received information a 23mm 11500a aortic valve was explanted after three (3) months, 19 days, due to aortic valve endocarditis. The explanted device was replaced with a 23mm 11500a valve. Patient expired on post-operative day 47 due to bacteremia and chronic mediastinitis. A month after initial aortic valve replacement the patient developed a deep sternal wound infection leading to infection of the ascending aortic graft and aortic valve with complete dehiscence of the sternum and exposure of her ascending aortic graft. Patient presented with chronic worsening sternal pain and fatigue. Cta showed mediastinal fluid collection concerning for post-op abscess involving aortic graft. The explanted device was replaced with a 23mm 11500a aortic valve and aortic graft replacement. There was evidence of pus/infection. Patient also underwent concomitant coronary artery bypass due to rv dysfunction and repair of the right coronary artery branch, due to friable tissue. The patient was transferred to ICU in critical condition. The patient developed pancreatitis and multiple organ failure after the cardiac procedure. They had several sternal washout procedures. On post-operative day 38 blood cultures were positive for yeast and gnr. Patient was found to "highly resistant klebsiella pneumoniae and enterococcus faecalis." On the last mediastinal washout and debridement, cultures were positive for candida tropicalis. Decision made by family was to withdraw patient care care and patient expired on post-operative day 47 due to bacteremia and chronic mediastinitis.